Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with two infusions sets. He applied the infusion set, but later removed both due to rising blood glucose level. Therefore, his blood glucose level was 195 mg/dl at the time of the event. The infusion set had been used for one and a half hours for both the infusion sets. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with two infusions sets. He applied the infusion set, but later removed both due to rising blood glucose level. Therefore, his blood glucose level was 195 mg/dl at the time of the event. The infusion set had been used for one and a half hours for both the infusion sets. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.